Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: oral surgery. According to the reporter: the client reports that the knots are not staying tight; re-operation under local anesthetics was performed.